Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the user, the reported phenomenon might have been the inappropriate and insufficient cleaning and disinfection. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user though olympus call center that the user has not reprocessed the auxiliary water channel of the subject device (model number is gif-h290t) which was a loaner device from olympus. It was same handling for the user owned device (model number is gif-h290). The subject device was used to the patient without reprocessing the auxiliary water channel. There was no patient injury associated with this report.